Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-04600, reference MFR. Report#: 1627487-2018-04601, reference MFR. Report#: 1627487-2018-04602. It was reported during an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-03915), it was found 3 of the patient's 4 quatrode leads were "not functioning" due to high impedance values. As such, the patient underwent surgical intervention wherein all leads were explanted and replaced with a penta lead. Reportedly, effective therapy was restored post-operative. It is unknown which 3 quatrode leads were not functioning; therefore, all suspected devices are being reported.